Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 485 mg/dl. The customer treated with injections. The customer received insulin flow blocked alarm. The customer was assisted with 5.0 fill cannula and insulin exited. The customer stated that cannula was bent. The product was not returned for analysis.